Event description:
It was reported that the insulin pump alarmed an error. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Basic occlusion, occlusion, and excessive no delivery tests were not performed due to the alarm. The device had minor scratched display window, cracked case at display window corners, broken reservoir tube lip, and cracked battery tube threads.